Event description:
It was reported that an asymptomatic patient presented to the clinic after receiving inappropriate shocks for an svt rhythm. Programming changes were made.

Manufacturer narrative:
(B)(4).